Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) system had an infection. The lead was fractured during the extraction process. The lead was partially removed; the proximal and distal coils were left inside the patient. There were no arrhythmias due to the free floating lead fragments so they were not retrieved. No adverse patient effects have been reported.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.